Event description:
It was reported that the patient reports having intermittency and crackling/buzzing through the processor, which was not resolved by issue of new external equipment. The patient was seen in the clinic on (B) (6) 2009, where further testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.